Event description:
It was reported that an asahi silverway guide wire had fractured during a percutaneous coronary intervention (pci) for st-elevation myocardial infarction (stemi). An unspecified il guide catheter was used with the silverway guide wire for approach to the right coronary artery (rca) via right radial artery, but difficulty was met in engagement. An unspecified al guide catheter was then used. During delivery of the al guide catheter to the ostium of the rca, the silverway guide wire was manipulated without noticing that it had deformed into a loop near the brachium, causing the guide wire to kink. When the physician attempted to straighten the silverway guide wire by pulling the guide catheter, the guide wire fractured. The physician commented that it was an urgent treatment for stemi and blind manipulation was the sole factor that contributed to this event. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any issues after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and was note returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that the silverway guide wire might have been deformed into a loop during pushing and pulling manipulation due to anatomical conditions. In that situation, further applied bending stress and torsion generated with the manipulation of the guide wire and/or the concomitant guide catheter would localize on the distal segment of the guide wire and therefore exceed the product's design limit, causing the guide wire to fracture. Although it was concluded that this event was not attributed to product quality, additional treatment for retrieval of the wire fragment was considered an adverse patient effect and a possibility could not be ruled out that some wire fragment(s) might be left in the patient anatomy as the affected device was not returned. No CAPA will be taken. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking the product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, stop the manipulation, and check the cause under high-resolution x-ray fluoroscopy. If the cause of the resistance is determined to be damage to this product, carefully withdraw the product using a technique such as surgical operation as needed while taking care not to separate this product. [Malfunction and adverse effects] separation.